Manufacturer narrative:
Event date: 2009. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, a stent was found to have poor apposition. On an unknown date in 2009, a 3.5 x 20mm promus element stent was implanted in the distal right posterior descending artery. The initial intravascular ultrasound (ivus) pictures post procedure showed incomplete stent apposition in the mid-section of the stent,